Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) /2023. The patient had inaccurate cgm values 3 days after the sensor was inserted into the thigh. On (B)(6) 2023, the patient¿s dexcom was reading low mg/dl. No bg meter comparison was done at this time. The patient self-treated by drinking ¿juice boxes and carbs¿. However, even after treatment, the patient¿s cgm continued reading low mg/dl. The patient also began to experience a headache and muscle weakness (¿could barely walk¿). The patient¿s parent took him to the emergency room (ER). While at the ER, the patient¿s bg fingerstick was found to be 650 mg/dl. The patient was diagnosed with diabetic ketoacidosis. The reporter could not recall the details regarding what medications and treatment the patient received in the ER. The patient was discharged home approximately three hours later. The patient recovered and felt better at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.